Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/27/2019. The service engineer (se) inspected the device. And replaced the data acquisition board. Replaced the data acquisition board. The se performed testing and all tests passed. The customer returned data acquisition (da) board was tested and no failures were identified. The root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator was failing the pressure accuracy test. There was no patient involvement.